Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after placement of an unknown tube a piece of the frova introducer was found in the patient and was extracted via the fibroscope. The patient did not experience any adverse effects due to the occurrence. The frova introducer was returned and an investigation revealed two shavings in the distal tip. Any information concerning the endotracheal tube could not be obtained and the exact reason for the reported event cannot be determined based on the investigation findings only. According to the instructions for use (IFU) supplied with the device the frova introducer is designed for placement of a single lumen endotracheal tube whose inner diameter is 6mm or larger. The IFU also warn that care must be taken when introducing/removing the catheter introducer from the endotracheal tube, as contact with sharp edges on the internal surface of the endotracheal tube may cause small fragments to be shaved off the introducer and the IFU warn to lubricate the catheter introducer and endotracheal tube before use. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: after intubation with the help of the frova bougie, there was a fibroscopic control of the endotracheal tube position, and a piece of the frova bouhgie was found in the patient and they extracted it via the aspiration of the fibroscope. They check the frova bougie on the table and they can see the absence of the missing piece." Patient outcome: no unintended section of the device did remain inside the patient´s body. The patient did not require additional procedures or experience adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref (B)(4). G4) similar to device marketed under PMA/510(k): k161813 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.